Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 8p10-22 that has a similar product distributed in the us, list number: 8p10-21/-31, with 510k/PMA/bla number: p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I hbsag qualitative ii and hbsag qualitative ii confirmatory results on multiple patients. The results provided were: on (B)(6) 2026, sid: (B)(6) on alinity=2.27 s/co (> or = 1.00 s/co=reactive) /on architect=2.76 s/co c1=0.24 s/co; c2=2.07 s/co; % neutralization=100% expc flag (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive). Plasma specimen from same patient on architect hbsag=0.21 s/co (nonreactive). Patient 2: sid: (B)(6) on alinity=2.65 s/co /on architect=2.92 s/co c1=0.22 s/co; c2=2.32 s/co; % neutralization=101% expc flag. There was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review for alinity I hbsag qualitative ii reagent, lot 79097fz00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 79097fz00. Historical performance of the alinity I hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I hbsag qualitative ii reagent lots 79097fz00.